Event description:
The reporter indicated a vns pt received high lead impedance on both system and normal mode diagnostics. The reporter states "some current is reaching the vagus, but stimulation is not optimal." Revision surgery is likely. Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.